Event description:
Information received indicates the bed will go into the trendelenburg position when the hi/low up switch is pressed.

Manufacturer narrative:
The engineer stated the trendelenburg function would not work. The facilities engineer replaced the bent head lift arm and the safety yoke to repair the bed.